Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 1 month. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017. The patient had been found down by the family with the system controller alarming with an unspecified alarm. The cause of death was not determined, as the family did not provide consent for autopsy or removal of the pump. The implantable cardioverter-defibrillator was retrieved and did not reveal any rhythm disturbance. A log file reviewed by the manufacturer¿s technical service representative confirmed that between (B)(6) 2017. There were no alarms or issues observed. On (B)(6) 2017 at 3:14 am the system controller alarmed with a driveline fault. The pump continued to run at the expected speed while the system alarmed with the driveline fault until the driveline was disconnected at 3:20 am the pump continued to have power and continued to alarm with ¿driveline disconnected¿ from 3:20 am until 14:55 pm when the log file ends. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of an alarming system controller was confirmed through the analysis of the submitted system controller log file. The log file contained approximately 27 days of data (dated (B)(6) 2017 through (B)(6) 2017, according to the timestamp). At approximately 3:14am on (B)(6) 2017 the log file captured an active driveline fault and a corresponding yellow wrench advisory alarm. The driveline fault alarm appeared to be associated with phase 3 and was captured as active until the driveline was captured as disconnected at approximately 3:20am. Once the driveline was captured as disconnected the system controller alarmed with a driveline disconnect alarm, as designed. The driveline fault alarm captured in the log file did not affect the controller's ability to support the pump at the set speed. At approximately 4:01am the controller appeared to be disconnected from external power and powered down soon after. The root cause of the events captured in the submitted system controller log file could not be conclusively determined nor correlated to the reported event. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.